Event description:
It has been reported to philips that the message "x-ray not possible. Reselect application" appeared. The system was in clinical use when this occurred. There was no report of harm.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Review of the system log file showed malfunction of frontal and lateral ippc. The fse cleaned all the boards of the host pc along with both frontal & lateral ippcs and recreated the image for both ippcs. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected .